Manufacturer narrative:
A visual analysis of the returned device found the stent kinked at the renal pigtail. Functional analysis was performed, a mandrel 0.038 inches was inserted through the stent, it passed properly without resistance. Manufacturing processes include extensive inspections to ensure that all finished devices meet specifications. Most likely, due to the anatomical and procedural factors encountered during the procedure, performance was limited. Therefore, the most probable root cause for this complaint is operational context. The device history record review found the device met all manufacturing specifications. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was removed during a planned stent removal procedure performed on (B)(6) 2016. According to the complainant the patient had a ureteral stricture and calculus. A polaris¿ ultra stent was placed a month before a planned transurethral ureterolithotripsy (tul) procedure could be performed, in order to dilate the stricture in the ureter. During the planned removal procedure of the implanted polaris¿ ultra stent, removal was difficult. The tip of the stent was occluded with calculus and was bent. The guide wire was unable to pass through the stent. The physician suspected that the stent was unable to be removed due to the stone. A hard ureteroscope was advanced alongside of the stent and crushed the stone. A navigator hd ureteral access sheath was used to cover and straighten the stent, and both were removed together from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polaris¿ ultra ureteral stent was removed during a planned stent removal procedure performed on (B)(6) 2016. According to the complainant the patient had a ureteral stricture and calculus. A polaris¿ ultra stent was placed a month before a planned transurethral ureterolithotripsy (tul) procedure could be performed, in order to dilate the stricture in the ureter. During the planned removal procedure of the implanted polaris¿ ultra stent, removal was difficult. The tip of the stent was occluded with calculus and was bent. The guide wire was unable to pass through the stent. The physician suspected that the stent was unable to be removed due to the stone. A hard ureteroscope was advanced alongside of the stent and crushed the stone. A navigator hd ureteral access sheath was used to cover and straighten the stent, and both were removed together from the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.